Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet system, with values not rising above 70 mg/dl, prompting frequent oral carbohydrate intake and consideration of detaching from the pump due to persistent alerts; the user also questioned insulin type and was advised to consult their healthcare provider. Symptoms included weakness. Outcomes included low glucose requiring self-treatment with oral glucose. Investigation included complaint intake with troubleshooting and education, and escalation to clinical support. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.